Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The high energy shock impedance was 118 ohms, which is high but within normal limits. Technical services discussed some programming options. The sensing vector has been re-programmed from the alternate vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.